Event description:
Husband stating that he is doubtful that ms3 sn (B)(4), was infusing the medication. Pt mixed at 1am and when they checked again later the cartridge was full, and pump showed it was infusing. Pt went to the hosp due to side effects: nausea, vomiting, headache, from medication and pump stoppage did not cause shortness of breath. Per husband one dr just arrived and wanted to get off the phone. We will send out replacement pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.